Event description:
It was reported the handpiece was set aside from an unknown case because it was not working. The rep tested the handpiece and determined the handpiece gave error 3 with test tip nd test button. There was no patient consequence.